Event description:
A surgeon reports that the capsule tore following insertion of the intraocular lens. The report states the lens displaced and the surgeon identified a possible problem with the haptic edge. The patient is doing well following surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the gusset and distal area and the lens optic was torn/split/cracked (possibly cut). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.